Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from this patient's physician that approximately thirteen years post implant of this mechanical valve, this valve was explanted and replaced due to moderate paravalvular leakage of the valve. The physician also reported that there was no problem with or allegation against the valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.